Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use: strike marks, nicks, wear marks and scratches. It is confirmed the impactor pad has fractured and all the pieces were returned. The impactor pad that was returned is not the correct one. The impactor pad is black and should be grey. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to use error. As shown in the drawing for pn 110029132, the impactor handle and tip are assembled together using medical grade epoxy. The impactor tip is not meant to be removed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Updated: b4, b5, g3, h1, h2 corrected: d4 (item). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d1, g3, h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded as a biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor was broken during the surgery while impacting the head. No adverse events have been reported as a result of the malfunction.